Event description:
It was reported that the pacemaker dependent patient presented to the clinic after feeling dizzy. It was also noted that the patient had not been compliant with follow-ups for five years. Upon interrogation, the device was found to be in backup vvi mode and with no hv therapy available. The physician suspected battery depletion. The device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
No medwatch form was received. Upon receipt, the device was in backup vvi mode. Review of the device memory map indicated the reset occurred due to a low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.